Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported being unable to test due to the meter not powering on with button press or test strip insertion. Customer experienced symptoms described as profuse sweating, dizziness, and shaking and was unable to self-treat, requiring treatment of juice and glucosport by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter ((B)(6)) has been returned and investigated. Visual inspection performed on the returned meter and no issues were observed. Inserted retained batteries into the returned meter and indicator lights did not flash. The meter did power on with button depression. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported being unable to test due to the meter not powering on with button press or test strip insertion. Customer experienced symptoms described as profuse sweating, dizziness, and shaking and was unable to self-treat, requiring treatment of juice and glucosport by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported being unable to test due to the meter not powering on with button press or test strip insertion. Customer experienced symptoms described as profuse sweating, dizziness, and shaking and was unable to self-treat, requiring treatment of juice and glucosport by a third-party. There was no report of death or permanent impairment associated with this event.